Event description:
The customer reported to olympus that the hd 3cmos camera head image was not working. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were a damaged cable, but it was noted that there was no effect on the image on the device. It is most likely that the reported issue was due to user handling/mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information obtained identifies the reported phenomenon occurred before an unknown diagnostic procedure. The procedure was completed with a similar device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced. However, it is possible that load was applied on the cable and the stress boot came off, and from that part, water penetrated into the inside and poor communication occurred temporarily, and the image was not displayed temporarily. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object." Olympus will continue to monitor field performance for this device.